Manufacturer narrative:
The customer submitted a user facility medwatch report - mw5055860.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue of a failure to charge and deliver defibrillation energy. Physio did however observe event codes logged which have the potential to be related to the reported issue and then replaced the therapy pcb assembly. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use.

Event description:
The customer reported that their device failed to deliver defibrillation therapy to a patient. It was reported that during transport to the local hospital, the patient deteriorated into a ventricular fibrillation (v-fib) rhythm. The customer then charged their device to 200 joules for the first attempt to deliver a defibrillation shock, which was eventually dropped due to the patient's asystole rhythm at the time. Shortly thereafter, the patient's rhythm returned to v-fib and the customer charged their device again for defibrillation; however, this time the charge progress bar reached 10 percent, the device beeped 3 times and the screen returned to the normal monitoring screen. The device did not complete the charge or had the ability to deliver the shock. Multiple subsequent attempts to deliver defibrillation energy failed in the same manner. The customer attempted to power cycle the device and still observed the same device issue. There was no information on any back up device or additional details of the event. The patient did not survive the event.